Event description:
The user facility reported that the 56 year old male patient on impella cp support, right lower extremity began to exhibit early signs of limb ischemia, so the care team decided to wean and explant impella. After cp was removed fasciotomy was performed. Patient remained on va ECMO.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿